Manufacturer narrative:
The product has been received aby our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at the central area. The ruptured edges did not appear to match at the ruptured location. Through lumens were patent without any leakage or occlusion. No other visible damage was found on the catheter body. An engineering investigation will be completed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing this swan-ganz catheter, the balloon was found broken. There was no allegation of patient injury. The device was available for evaluation. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear to match at the ruptured location.

Manufacturer narrative:
Corrected section d3 (manufacturer) and g1 (contact office email address and telephone number / manufacturer site for devices). Updated section h6 (component code, type of investigation, investigation findings, investigation conclusions). Based on further engineering evaluation, no definite root cause could be identified. There are manufacturing controls to avoid potential causes related to the confirmed condition, such as balloon inflation inspection and balloon deflation time verification. The manufacturing personnel was notified for awareness. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.